Manufacturer narrative:
A getinge field service engineer (fse) reported that there was no patient involvement in this event.

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) had fluid intrusion. The customer's biomedical engineer reported the motor control board and solenoid drive board failed due to fluid intrusion. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer's biomedical engineer does any necessary repairs on the cs300 intra-aortic balloon pump (iabp). The motor control board and solenoid drive board were replaced by the customer and the iabp was released for clinical use.

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) had fluid intrusion. The customer's biomedical engineer reported the motor control board and solenoid drive board failed due to fluid intrusion. No additional information available in reference to circumstance of occurrence or patient involvement. No adverse event reported.